Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a 3 month follow-up visit. The previous visit stated that the device had 3 month lefts to elective replacement indicator. It was noted that the pacemaker was unable to be interrogated during the recent visit. "Device not found" was appearing on the screen. Multiple attempts with different programmers, with radio frequency and without was done with no success. It was assumed the device was at end of service so a replacement procedure was planned. The device was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The field complaint of telemetry/communication anomaly was not confirmed. The device was received in backup mode with battery voltage at end of life level in line with projected longevity. After attaching a new battery, and re-loading the product code, the device was tested under field and nominal settings with normal results. Additionally, the device was tested telemetry under field settings and the pacer maintained communication with the programmer normally and no error message was displayed. Review of the device image show the pacer remained above eri level throughout the implant period and reaching eri after the device explant. The device projected longevity was calculated based on field settings to be 12.48 years implant duration was 13.52 years which exceeded projected longevity and it is considered normal battery depletion.